Event description:
It is reported that the surgeon was removing a sulzer hto. The pin was removed and a total knee was implanted. Implant and explant dates are unknown.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.